Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After the lesion were crossed with a 7f guide catheter and a non-boston scientific guidewire and pre-dilated with semi complaint balloon catheter, a 3.00 x 24mm synergy ii drug-eluting stent was advanced, but failed to cross the lesion. The lesion was dilated again and the stent advanced but it still could not cross the lesion and during negotiation, the shaft broke outside the patient. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After the lesion were crossed with a 7f guide catheter and a non-boston scientific guidewire and pre-dilated with semi complaint balloon catheter, a 3.00 x 24mm synergy ii drug-eluting stent was advanced, but failed to cross the lesion. The lesion was dilated again and the stent advanced but it still could not cross the lesion and during negotiation, the shaft broke outside the patient. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by manufacturer: a synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube laser cut region fracture 10 cm proximal to the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.